Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately three months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis noted normal battery depletion. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was cosmetic environmental stress cracking and breached cut of the outer insulation and there was apparent explant damage.